Event description:
Baxter canada reports pt line of home choice set inadvertently became disconnected from home patient's transfer set during treatment. Home pt reports that he had disconnected from set to use bathroom prior to this incident. Home pt's wife had reconnected him. When unplanned disconnection occurred post this reconnection, home pt discontinued treatment. Home pt rec'd prophylactic antibiotics and no injury resulted from incident.